Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were exposed due to erosion, resulting in pain for the patient. The device was removed and, once the tissue is healed, a new device may be implanted. There were no additional patient complications reported.

Manufacturer narrative:
H6 evaluation conclusion codes: updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were exposed due to erosion, resulting in pain for the patient. The device was removed and, once the tissue is healed, a new device may be implanted. There were no additional patient complications reported.